Event description:
On or about (B)(6) 2011, the plaintiff was implanted with an ams miniarc pelvic mesh product, with the "intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, and dyspareunia." It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.